Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump generated repeated alert 38 for consecutive stalled motor beginning early in the morning despite multiple restarts and adequate battery charge, leading to a device replacement and instruction to use backup therapy and bgm. Symptoms included transient hyperglycemia with a reported blood glucose of 172 mg/dl for approximately 30 minutes without ketone testing, medical intervention, or other assistance. Outcomes included temporary interruption of automated insulin delivery and reliance on backup therapy until receipt of the replacement device. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.